Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a right simple mastectomy with sentinel lymph node dissection, the customer noticed that the product premium titanium s' clip was not able to be fired. Vessel was lacerated from the misfired clip applier and required the surgeons to gain control of the bleeding vessels and maintain hemostasis. Blood loss was not more than 500 cc. They had added blood loss while maintaining hemostasis. There was no patient injury. No other adverse events were reported. No medical or surgical intervention needed to prevent permanent impairment. Dx- right breast cancer pmh- breast cancer, hypertension, hypothyroid, diabetes mellitus, colon cancer.